Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was difficult to disconnect. The following information was received by the initial reporter with the following: it was reported by the customer that say the white cap is hard to remove sometimes to the point that the hub cracks and will subsequently leak. Also, the ridges at the hub are sharp and could cause an injury if it is on the skin. .

Manufacturer narrative:
The customer reported the white cap is hard to remove and the hub has sharp edges, and returned one sample of material mz5302, lot 24069269. Upon initial visual examination, the set had no defects or abnormalities. The set was tested, but no ridges, connection issues, or cracks were found with the male luer and the white cap. The manufacturing site found the root cause for the cap issues to be unrelated to manufacturing process, and there is no trend for the issue. The root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Additional info: 1. No injuries have been reported. 2. Continues to happen no specific date. 3. Lot 24069269 ref mz5302. 4. Numerous. 5. See attached photos. "My rns are saying they are having issues with this piece of equipment: bd max zero mini bore pressure rated extension set ref: mz5302. They say the white cap is hard to remove sometimes to the point that the hub cracks and will subsequently leak. Also, the ridges at the hub are sharp and could cause an injury if it is on the skin. Are these our only options for neonatal use."